Event description:
The customer reported the loudspeaker is faulty. There was no sound coming from the device. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips received a complaint on the intellivue mp2 indicating that there was a speaker faulty. The device was in clinical use at the time of the event and no adverse event occurred. A philips remote service engineer (rse) spoke to the customer and confirmed that speaker was faulty. The customer ordered a speaker replacement to resolve the issue. A good faith effort (gfe) was performed to clarify if the speaker produced sound, and it was provided that there was no sound at all. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after replacing the speaker. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be re-opened. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).